Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration'). In a female patient who had essure (ess205), inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year after insertion of essure (ess205). The patient was treated with surgery (essure removal on ((B)(6) 2018)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and pelvic pain ('chronic pelvic pain') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal bleeding, menorrhagia, environmental allergy, deafness bilateral, abdominoplasty, adenoidectomy, breast operation, post coital bleeding, weight fluctuation, fatigue, menses irregular with excessive bleeding, mass, uterine bleeding, pelvic pain female, anxiety, postoperative pain, nabothian cyst, paratubal cyst and leiomyoma nos. Previously administered products included for an unreported indication: prover x, oxycodone-acetaminophen, ibuprofen and dizepam. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year after insertion of essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomies and cystoscopy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation, pelvic pain and menorrhagia outcome was unknown. The reporter considered device dislocation, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: cervix: nabothian cyst. Myometrium: leiomyomata. Fallopian tubes: paratubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-oct-2020: pif received. New events menorrhagia, chronic pelvic pain were added. Lawyer was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a female patient who had essure (ess205) inserted for female sterilisation. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 1 year after insertion of essure (ess205). The patient was treated with surgery (essure removal on ((B)(6) 2018)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.